Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported noisy image could not be determined, however, it is probable that the event was caused by breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was image noise on endoeye flex deflectable videoscope. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint could not be reproduced. In addition to the findings reported, the following non-reportable malfunctions were identified: scratches on various parts of the device and the curved rubber adhesive part is missing. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.